Manufacturer narrative:
Specific information with regard to the patient's age and weight were not provided. The doctor reported that he replaced the patient's restoration using a different product, without further incident. To date, the patient is doing fine. The returned optibond xtr product (adhesive (catalog #35108, lot #3633207) and primer (catalog # 35107 and lot #3633055)) was past expiration; therefore no evaluation can be conducted. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots. Expired product.

Event description:
A doctor alleged that five (5) patients had experienced the loss of a composite restoration after placement with the optibond xtr product; however, specific patient or incident information could not be recalled. This is the first of five (5) reports.